Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported by stryker sales rep that the head end was drifting due to a faulty motor and nut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by stryker sales rep that the head end was drifting due to a faulty motor and nut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.